Manufacturer narrative:
Correction: patient weight was inadvertently reported as unavailable on the initial MDR, however the correct value for patient weight was provided. The hardware investigation found that the reported event was related to a hardware issue. As reported, the retainer ring had been pulled from the adjustment screw and was missing. The clamp heads move freely within the channel and were not restricted from opening by the missing retainer ring. It was likely that the retainer ring had been pulled free previously by attempting to open the clamp heads further than the design would allow forcing the retainer ring from the tip of the adjustment screw. Closing the clamp heads would still be possible as is with the adjustment screw, but opening the clamp with the adjustment screw would not be possible. This issue was documented in a medtronic navigation hardware anomaly tracking database. A CAPA was created to address the reported incident. Based on the CAPA investigation, the identified root cause for this event was that: the laser weld around the captive washer is insufficient to support misuse of the device; and the mechanism to auto-disengage the jaws permits screw rotation in excess of the desired stop. Root cause analysis was documented in the analysis, and concluded that additional types of misuses of this product were identified since the time of its design. Specifically contributing to the product¿s failures are: over-torquing using means other than the intended driver validated for use with this device, and over-opening the device, which this type of misuse was not specifically tested for during validation, and which may be a contributing factor to the washer dislodging from the screw. This also likely occurs using a means other than the supplied driver to open the device.

Manufacturer narrative:
Return requested. Replacement spinous process short clamp shipped to site 04/20/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, upon removal of the spinous process clamp, the washer broke off and the screw disengaged, subsequently, the clamp could not be opened up. As a result, the washer was not recovered and the patient's spinous process was torn free as the jaw mechanism was attempted to be opened without the screw. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. The surgeon made no mention of negative impact on patient outcome.